Event description:
As it was reported by an affiliate, during a pta procedure, a powerflex pro balloon catheter presented withdrawal difficulty. The product is supposed to go through a 5 f sheath. A 5 f sheath (non-cordis) was used for an ipsilateral superficial femoral artery dilatation. The device went through on insertion but on pulling back, resistance was felt. A second trial to bring it back in the sheath gave a double kink in the balloon part of the catheter. This was never seen before with the previous generation of opta pro balloons. The powerflex pro balloon catheter could not be inserted into the 5 f sheath. A 5mm diameter powerflex pro balloon catheter was taken to continue the procedure. The procedure was successfully completed. There was no injury reported to the patient. The product will be returned for analysis.

Manufacturer narrative:
Information received from an affiliate indicated that the physician encountered withdrawal difficulty from a 5fr sheath with a 6mm x 40mm power flex pta balloon. A 5 f sheath (non-cordis) was used for an ipsilateral superficial femoral artery dilatation. The device went through on insertion but on pulling back, resistance was felt. A second trial to bring it back in the sheath gave a double kink in the balloon part of the catheter. This was never seen before with the previous generation of opta pro balloons. The powerflex pro balloon catheter could not be inserted into the 5 f sheath. A 5mm diameter powerflex pro balloon catheter was taken to continue the procedure. The procedure was successfully completed. There was no injury reported to the patient. The product will be returned for analysis. One non sterile catheter powerflexpro 6mm x 4cm 80 was received coiled inside a plastic bag. The balloon appears to be inflated and deflated. No other anomalies were observed in the returned device. A catheter sheath introducer 5 f functional insertion/ withdrawal test was performed satisfactorily without resistance. See pictures in attachment section. Dimensional analysis for outer diameter of proximal balloon seal was performed according and the outer diameter of proximal balloon seal is x 1.88mm. Proximal outer diameter passed the 1.88mm of outer diameter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of withdrawal difficulty was not confirmed as the device was inserted and withdrawn from a 5fr sheath without difficulty. An exact cause for the difficulty encountered by the customer could not be determined, neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.